Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 related to an occlusion event that occurred earlier in the day. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by removing waistband and resuming insulin without changing supplies, and technical support determined no further assistance was necessary and closed case.